Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer blood glucose reading was 188 mg/dl. Customer was using duracell (B)(6). Customer used new battery, but the display did not return. Customer states battery cap is damaged. Insulin pump will be returning for analysis.